Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the use of the device, the unit had a balloon leak. It was reported that the unit¿s airbag, pilot balloon seam and pilot valve. The reporter stated that there were loopholes like pinhole in the capsules. It was reported that there were nearly a number of intubation have occurred leakage phenomenon. The customer indicated that there was no reported patient outcome.